Manufacturer narrative:
(B)(4). Insulin pump was received with failed battery test alarm after battery changed. Unable to determine the root cause, problem isolated to electronic assembly on electrical board. Unable to verify charge/battery less than expected due to failed battery test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery did not last more than 1 week. Customer stated that the insulin pump was really hot and the casing was really. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.